Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that when she plugged in her receiver to charge it on (B)(6) 2015, it shocked her. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).